Manufacturer narrative:
Device evaluated by the manufacturer: the event sterling over-the-wire balloon catheter was returned and during unpackaging, dried blood and contrast were present in the shaft and balloon. Visual and tactile examination of the proximal hub and shaft revealed no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 2mm long and approximately 2.5mm from the proximal marker band. Magnified inspection of the balloon material at the edges of the tear revealed no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous upper arm shunt vessel. Upon attempting to treat the lesion with the 6.0mm x 40mm sterling over-the-wire balloon catheter, the balloon ruptured at 13 atms, on the second inflation. The first inflation was 12 atms. The balloon catheter was removed from the patient intact without incident. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous upper arm shunt vessel. Upon attempting to treat the lesion with the 6.0mm x 40mm sterling over-the-wire balloon catheter, the balloon ruptured at 13 atms, on the second inflation. The first inflation was 12 atms. The balloon catheter was removed from the patient intact without incident. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'